Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also referenced that the patient underwent a gynecological procedure on an unknown date and an ivs tunneler was implanted into the patient.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy with mesh placement and ivs tunneler on (B)(6) 2007, posterior repair with mesh on (B)(6) 2008 and anterior colporrhaphy with mesh on (B)(6) 2010; due to sui/pop (rectocele in 2007 and 2008). It was reported that following insertion the patient experienced pain, mesh exposure, bowel problems and emotional problems. It was reported that the patient underwent mesh excision on (B)(6) 2012 for vaginal vault prolapse, pain and sui. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.